Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2652 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse of gastroenterology department from the performed PICC placement for a patient through the right basilic vein on (B)(6) 2020. When using extension tubing, the head nurse found that the extension tubing could not be flushed completely and that there were small bulges with the body of the tubing.